Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Additional information: h6 - method code: 4117 has been updated to 4114.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.